Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Mr (B)(6), pharmacist of the hosp, reported that "the head of the screw jammed during the removal of the material. There were difficulties to remove the stem and to un-screw the "pedicular" screw. The hospitalization duration has been extended".